Event description:
Call rec'd by mobilehelp support on (B)(6) 2013 at 12:10 pm from (B)(6) regarding (B)(6) . He described that on tuesday (B)(6) 2013 at 8:00pm she fell, pressed the button, and laid on the floor 19 hrs. The base station is located in the kitchen. Support called (B)(6) and instructed him to press the pendant button that he said she had been wearing at the time of the incident. Instructed him to press the button until he saw the pendant light flashing; however he had to attempt it multiple times. He reported he did see the light flash, however no alarm was activated from the base station. Instructed him to press the base station emergency button directly which immediately responded with beeping and a 01 alarm was sent to the operator. The operator was able to establish connection and speak with him through the speaker. Instructed him to press the pendant again and he did see the light flash by the pendant button, however the base station did not respond. At that time he (B)(6) requested instructions on how to cancel the service and those instructions were given.

Manufacturer narrative:
The device did not cause or contribute to the reported injury. The subscribers brother reported that his sister was on the floor for several hrs before help arrived. Device is intended to summon help as needed. Device was returned and evaluated, and it was determined that the accessory pendant used to activate the device did not work. The device itself was tested and worked as designed. Device is not labeled as a life sustaining device.